Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: what type of procedure was the device used in? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during an unknown procedure, the tip of the blade was broken during cutting. It was taken out of the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
Pi1-zg8376. Original date sent: 2-12-2016; stuck in ack 2 status. Re-sending 2-16-2016. Additional information received: procedure: lar. The blade tip was discarded.

Manufacturer narrative:
Tracking # pi1-zg8376. Date sent: 3/29/2016. D4: m92g7a the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
Pi1-zg8376/ (B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #4 g6: follow-up report number.

Manufacturer narrative:
Pi1-zg8376/(B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.

Manufacturer narrative:
Pi1-zg8376/(B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #3. G6: follow-up report number.